Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4) - device prepped inside patient anatomy. Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Additionally, because the device was reportedly prepared inside the patient anatomy, it should be noted that the instructions for use for the voyager nc states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, (repeat steps 5a through 5g, if necessary); otherwise, complications may occur. In this case, the preparation of the device in the anatomy does not appear to have contributed to the balloon rupture.

Event description:
Reportedly, angiography showed there was 90% stenosis in the left anterior descending (lad) vessel with a diameter of 3.5 mm. After implantation of a 3.5x18mm non-abbott stent in the lesion via the femoral artery, the physician attempted to use a 3.75x15 mm voyager nc which had been soaked prior to use to post-dilate the stent to facilitate excellent stent expansion and apposition to the vessel wall. The physician used an indeflator to blow up the voyager nc at 10 atmospheres, but it could not expand, and the angiography showed the contrast medium flow to distal. The physician considered the balloon ruptured and withdrew the balloon. There was no resistance during advancement/retraction in the lesion. At last, the doctor used a 4.0x15 non-abbott balloon dilatation catheter to post-dilate the stent and it was successful. There were no adverse patient effects and no clinically significant delay in procedure. No additional information was provided.